Event description:
It was reported that the doctor was performing a breast biopsy. The doctor had pierced the breast and was taking samples when the probe cutter jammed and the system gave a damaged probe error message. The doctor managed to retrieve enough samples and completed the case with no pt consequence.